Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Received one iag bc 22ga catheter-adapter assembly connected to an admin. Syringe with an ext. Tubing along with an open-empty package from lot number 8036866. A complaint history check was performed and this is the 8th related complaint reported with the defect/condition of leakage with lot # 8036866 regarding item # (B)(4). DHR review shows the lot number was built/packaged on afa line 12, from (B)(6) 2018 thru (B)(6) 2018. All challenges, set up and in-process samples were preformed according to the quality control plan and all passed per specifications. The peura (end user risk analysis) rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual/microscopic evaluation: the connection between the catheter adapter assembly and the ext. Tubing was soiled with patient residue (blood) and traces of solution were visible on the catheter tubing. Slight damage was observed on the inside of the adapter . Water/air leak test: attached the iso standard testing slip luer to the end of the catheter/adapters and performed the leak test. No leakage was observed on any of the areas of the received unit. The damage within the inner rim of the adapter that was observed in this incident investigation is manufacturing related and could be a potential for an unsecure/unsuccessful connection that could result in an open path where air could be introduced or leakage could occur in the clinical setting. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with leakage. There was no report of injury or further medical intervention.